Manufacturer narrative:
(B)(4). Investigation into this report included: a review of the claim allegations, a review of the cbi complaint system, a review of the device history records which indicated the products were manufactured to specs, and all other communication and investigation into this report/claim is being handled by our attorney. Based on the info provided by the complainant, details regarding a specific correlation between the unspecified cook surgisis product's performance and the alleged injury remains unk. A root cause of the claim allegations is inconclusive due to lack of details provided by the complainant. All other matters relating to this litigation are being handled by our attorney. If/when add'l info is obtained, that alters our conclusion to this complaint, a f/u MDR will be filed.

Event description:
On (B)(6) 2011, the pt was reportedly implanted with a) biodesign j-pf-ant-usl b) j-stfk-8-2x40 c) surgisis 4 layer, tissue j-slh-4s-7x10 and d) american medical screw bone ultra kit, cat #72403886, lot #659612. The surgery took place at (B)(6) and was performed to correct the pt's pelvic organ prolapse and stress urinary incontinence. The pt and her attorney have alleged that as a result of these products being implanted in the pt, the pt has experienced pain, injury and had undergone corrective surgery. The following info was not provided by the complainant: specific info of the alleged injury; specific info regarding whether intervention was performed; specific info regarding why intervention was performed or what type / to what extent intervention was performed; specific correlation between device performance and alleged injury; current pt status.